Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue - other has been completed. After reviewing the data logs, the reported priming issue was confirmed. There were numerous ¿flush fluid not detected¿ prompts found in the logs. The reported priming issue was unable to reproduced in the lab. The console was able to prime normally after multiple attempts. No problem was found with this aic. The device functioned/operated to specification. D.9 date device returned/information was added. B.7 information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12920. D.2 revised common device name since the initial manufacturer device report 1220648-2024-12920 was submitted in accordance with updated procedures. E.1 added fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12920. G.1 revised reporting contact email since the initial manufacturer device report 1220648-2024-12920 was submitted in accordance with updated procedures.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during routine cassette and purge bag change the aic (automated impella controller) was unable to complete priming. Multiple cassettes were tried and ongoing yellow alarm for not sensing purge fluid in tubing occurred. Aic attempted to reconnect during the priming of the cassette to the yellow luer lock, this prompted another alarm to disconnect yellow luer, then the final prime finished. A new bag of purge was attempted again, and the exact same alarm continued to come up. The aic was exchanged. (Patient passed - not enough information to associate use of the device with the outcome).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.